Event description:
It was reported that the patient¿s device was eroding. The patient symptoms were noted as bruising in the area of the pocket in the inferior portion looks to be thinning. Etiology was noted as the device pocket, the lead introducer site, the lead tract and extension tract. Intervention included reprogramming two days ago and the patient was scheduled for a revision next month. Additional information clarified the implant site/pocket had erosion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient outcome was reported as resolved without sequelae as of (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v581950, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received clarified the etiology was the neurostimulator pocket. It was stated there was an impedance issue when the case was paired with either electrode 0 or 10. Two new programs were installed using a different electrode. The revision was scheduled for (B)(6) 2013. The event resolved without sequelae on this same date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the stimulator was explanted.